Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 19-sep-2023. H.6 investigation summary: material #: 367841. Lot/batch #: 2347053 . Bd received one (1) sample and two (2) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for incorrect cap color was not observed. Bluish foreign matter was observed embedded in the bottom edge of the closure. Embedded fm is isolated from any specimen and considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes have a different color cap. The following information was provided by the initial reporter. The customer stated: defect: abnormal color of blood collection tube cap. Quantity: 1 piece. Impact: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes have a different color cap. The following information was provided by the initial reporter. The customer stated: defect: abnormal color of blood collection tube cap quantity: 1 piece. Impact: no other adverse effects on patients.